Event description:
The CT scanner system froze when the radiographer was performing a pt's aorta scan. The pt was transferred to another scanner and the procedure was completed. This pt died later during an operation.

Manufacturer narrative:
(B)(4). Philips has not completed our investigation of this event. We will file a f/u MDR at the completion of our investigation.